Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn.

Event description:
It was reported that, during a ureteroscopy procedure using a polaris loop ureteral stent, the loop was broken when the physician pushed the device into the bladder. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn. Correction to block e1: zip code. Correction to block e1: initial reporter city. Block h11: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Therefore, an investigation conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that, during a ureteroscopy procedure using a polaris loop ureteral stent, the loop was broken when the physician pushed the device into the bladder. The procedure was completed with another of the same device. No patient complications were reported.